Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 was not detected on the bus. A field service engineer (fse) shut down the station and unplugged the power cord. The fse waited for a couple of minutes before reconnecting the power cord and restarting the station. After the reboot, the failed icons disappeared, indicating the issue was resolved. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.